Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The patient was hospitalized for an unspecified infection. Four days later, during the hospitalization, the patient was diagnosed with peritonitis. On an unspecified date, the patient began treatment with injection fortum (1gram, once daily) and injection vancomycin (1gram, every fifth day) intraperitoneally for peritonitis. At the time of this report, the patient was recovering from peritonitis, treatment with antibiotics was ongoing, and the patient was still hospitalized. No additional information is available.

Manufacturer narrative:
The patient was reported to have been discharged from the hospital two and a half weeks after date of event. The antibiotic treatment was discontinued the following day and the patient has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.